Event description:
The customer reported that the insulin pump buttons were unresponsive and alarmed failed battery test. Customer stated the numbers were scrolling and would not stop and she took out the battery and put it back and got failed battery test. Customer's blood glucose was 90 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.